Event description:
Patient reports her cadd legacy pump, sn (B)(4), is beeping, two toned alarm, with no display message on screen advised patient that if batteries are removed with 15 seconds of stopping pump, this may happen. Patient stated no adverse event were experienced during this issue, replacement pump will be sent out to patient, patient has a well working back up functioning pump that she switched over to. Malfunctioning pump will be returned to pharmacy. No further information known. Dose or amount: remodulin 70 ng/kg/min. Frequency: continuous infusion. Route: IV. Dates of use: (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.